Event description:
It was reported that the device may have depleted prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The battery voltage indicated battery depletion/eri. The time of rrt (recommended replacement time) in save to disk was on (B)(4) 2012 device rrt less than or equal to 2.62 volts. The weekly battery voltage trend data shows minimum battery equal to 2.64 to 2.62 volts between (B)(4) 2012 and (B)(4) 2012. There was one patient alert for low battery voltage on (B)(4) 2012.